Event description:
Caller states pt tested 4.2 inr and 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system; however, caller no longer has test strips.

Manufacturer narrative:
The event occurred in (B) (6).